Event description:
It was reported that at the user facility the device was feeling warm. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document the device evaluation results.

Event description:
It was reported that at the user facility the device was feeling warm. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.